Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced pain at the implantable pulse generator (ipg) site. The patient underwent a revision procedure where the ipg was relocated and remained implanted. The patient was doing well postoperatively.